Manufacturer narrative:
The actual devices were visually examined. Results: the cracks occurred during use and are most likely due to stresses induced from the high frequency oscillations on the chamber dome. Our records indicate that one other complaint of this nature has been received for this lot number. Conclusions: device failure occurred and is related to the therapy being applied. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0003%. We have an open CAPA project to address this issue and to implement potential design solution to prevent recurrence in the future.

Event description:
A hospital reported to our distributor that 10 x mr290 humidification chambers cracked while in use. The hospital reported that the chambers were used on two separate patients but were unsure on the details of the use apart from stating that "one patient went through 4 chambers in one night". No patient consequence was reported.